Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a patient presented with a certas valve failure. Multiple attempts to reset the valve failed. Vp shunt failure secondary to valve dysfunction was confirmed intra-operatively. The valve was implanted on (B)(6) 2020 and it was removed and replaced on (B)(6) 2021.

Manufacturer narrative:
Additional information received: the patient presented symptoms of shunt failure and recovered after valve replacement.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
The cetas valve (ID 828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; needle holes in the top of the needle chamber and bottom of the needle chamber were noted as well as a raised needle guard and biological debris around the cam mechanism. The valve was hydrated. The valve was tested for programming and failed the test. The valve was then pressure tested at setting 4 and failed the test. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for occlusion and siphon guard. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the rotating construct, on the helical spring, and on the cam ball arm assembly. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone base. The root cause for the, for the raised needle guard is due to wrong handling as noted in the IFU: do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The root cause for the programing and pressure issues noted during the investigation is due to biological debris found covering the rotating construct, the helical spring, the cam/ball arm assembly. The root cause for the ¿shunt failure¿ issue reported by the customer is due to the biological debris found covering the rotating construct, the helical spring, the cam/ball arm assembly.

Manufacturer narrative:
The certas valve (828804) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.